Event description:
A medtronic ent representative received a report from a site that, while in a procedure, the 4th port on the navigation system axiem box seemed to be loose. In trouble-shooting, the site manipulated the instrument plug in the port to gain communication, however, it was intermittent. Using different instrument plugs in the port did not resolve the issue. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient information now provided. Patient weight not available from the site. Correction to event: the staff caught the issue with the specific port during set-up and ended up using other ports on the machine to continue the procedure. Medtronic investigation of returned suspect device finds that after the axiem unit was connected to a test system with the ent application. Testing was able to verify a registration probe with an error of 1.0mm. The unit was placed into burn-in for 72 hours with no trouble observed. All 4 ports navigated in green status for the entire test time. Port 4 was tested with multiple tools with no trouble found. The unit passed the pegboard test with an error of 2.224mm. Axiem did not cause event. The device was replaced to resolve the issue.

Manufacturer narrative:
Patient information was unavailable from the site.RMA issued. Replacement axiem shipped to site 07/23/2014. No parts have been returned to manufacturer for analysis.(B)(6) 2014. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.